Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, there was difficulty controlling the bleeding from the femoral puncture site with the abbott vascular proglide closure device. During closure with a standard balloon cross?over, one of the closure device sutures snapped, possibly due to mild calcification in the right femoral artery. With only one suture remaining, hemostasis was not achieved despite balloon inflation at the site. Therefore, a covered stent was placed to assist with site closure. It was decided not to place a closure device over the externalized wire due to the risk of an embolized plug with the large arteriotomy. No injury was noted. A total of four balloon inflations were performed to achieve hemostasis. The minimum access vessel diameter was reported to be 8 mm. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)